Event description:
Filter package is labeled with sterilization date of 5/96. There is no indication of expiration date. Since sterilization processes do have limits of time products can be considered sterile, there should be some expiration date. On inquiry to the co rptr was told the expiration is "one year perhaps 2". Previous packaging did contain both a sterilization date and an expiration date. Staff are reluctant to use product on hand without confirmation of expiration date. Co has offered to send a document of product quality in a few days. Rptr would prefer future labeling to indicate either both sterilization and expiration or only expiration.